Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns to "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."

Event description:
The patient's mother reported her son's blood glucose reached 22 mmol/l (396 mg/dl) and that he was also vomiting. She took him to the emergency room where he was admitted with diabetic ketoacidosis. They placed him on an intravenous therapy of insulin. The pod was removed and the doctor noticed the cannula was kinked.